Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstations were needed to synchronize with national time protocol server. A technical support specialist updated the stations clocks and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist repaired the device. Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with national time protocol server. The customer reported that there was a delay in between the ordering and medication dispensing because the time is off by 5 minutes or more. There were no adverse events or injuries reported as a result of this incident.